Event description:
It was reported that the bd syringe 5ml ll bns barrel / flange is damaged. The following information was provided by the initial reporter: material # 304656, batch # 4193557. Verbatim: rcc received a complaint via email. Email(s) attached. We were notified of a complaint from a customer stating holes in syringes. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Xxx complaint #: (B)(4). Defect description: holes in syringes. Xxx part #: 153239. Product description: syringe 10ml ll bns. Vendor part #: 304657. Lot #: 4187369. Date reported: 5/2/2025. Sample received: no. Response needed: summary of findings and corrective action -- incident reported to the FDA as MDR-30 day. Reference no. (B)(4). Please reference the above complaint number in all future communications. If you have questions or need additional information please reach out to xxx. Additionally, component 304656 syringe 5ml ll bns lot 4193557 was reported to be affected.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow-up report for additional information. This complaint was determined not be a reportable event after the MDR was submitted. One photo was received by our quality team for evaluation. It was not possible to see the holes mentioned by the customer in the photo; therefore, the reported incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause could not be established as the incident could not be verified. If there are other photos or a physical sample available, the complaint will be re-opened for further investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Additional information was received, the device failure was noted before use with no patient harm reported.